Event description:
Customer called requesting assistance in programming insulin pump as it relates to alarms. Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of over 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was attempting to enter basal settings and insulin pump did not alert that basal was not entered and saved causing insulin to go high. Customer was hospitalized and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Insulin pump was programmed and working correctly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).